Manufacturer narrative:
Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years, complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on (B)(4) 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Analysis result of catheter #1 (lot # 15459901l) upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the t bar was not visible in the anchor window and ring #2 was damaged on proximal side with light blue material underneath in the same spot. The light blue foreign material noted specific on this lasso catheter was sent for fourier transform infra red analysis (ftir) testing. Further examination revealed that the t-bar had sliced down the lumen causing the catheter to not deflect properly. A corrective action has been opened to address and resolve this issue. The foreign material was identified as acrylonitrile butadiene styrene (abs), which does not match the materials of any bwi catheters or sheaths. Though the type of the foreign material was identified, the source of this material cannot be identified at this point, since no catheter and sheath in use at the time of procedure match this collected and identified material. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint condition was confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath it is still being investigated. Analysis result of catheter #2 (lot # 15459901l) upon visual inspection of the returned complaint catheter, bwi failure analysis lab ring #20 damaged and sharp and has white material. The white foreign material noted specific on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The returned catheter was evaluated under deflection test and it passed. The foreign material was identified as acrylonitrile butadiene styrene (abs), which does not match the materials of any bwi catheters or sheaths. Though the type of the foreign material was identified, the source of this material cannot be identified at this point, since no catheter and sheath in use at the time of procedure match this collected and identified material. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint condition not confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath it is still being investigated.

Event description:
It was reported that during an afib procedure, the plunger mechanism on this catheter was defective and the catheter was not able to deflect. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Two catheters were involved in this complaint. Visual inspection of the returned complaint catheters, catheter #1 (lot # 15459901l) showed the t bar was not visible on the anchor window and ring #2 was damaged on proximal side with light blue material underneath in the same spot and catheter #2 (lot # 15459901l) showed ring #20 damaged and sharp and has white material. Further information was requested in regards to the received catheter condition. Additional information provided stated the type and size of the sheath used in conjunction with the catheter was a slo 8.5f (st. Jude's sheath). This returned catheter condition was also not noted by the sender. It was confirmed there was no patient injury reported related to this complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on (B)(4) 2012, marking this date as the alert date for this report.